Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing a poking sensation on the lead site and have gone to the emergency room (ER) due to extreme pain. It was unknown if intervention was provided to the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a poking sensation on the lead site and have gone to the emergency room (ER) due to extreme pain. It was unknown if intervention was provided to the patient.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation and non-target stimulation. The physician suspected that the leads are non-functional or damaged. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing a poking sensation on the lead site and have gone to the emergency room (ER) due to extreme pain. It was unknown if intervention was provided to the patient.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing a poking sensation on the lead site and have gone to the emergency room (ER) due to extreme pain. It was unknown if intervention was provided to the patient.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing a poking sensation on the lead site and have gone to the emergency room (ER) due to extreme pain. It was unknown if intervention was provided to the patient.